Event description:
Customer reports via phone to lf technical service that the injector started injection on its own.

Manufacturer narrative:
Lf field service engineer dispatched to customer site to evaluate the injector system. Fse reports, could not duplicate the problem, also the tech advised that they had no further incidents since last week. Found dried contrast on the power head board and the keypad was worn. Fse replaced the keypad, and cleaned the power head board. Verified operation and returned to full service by the customer.